Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the nrg needle was first visually inspected, and it failed, since it was missing the distal tip, as it appears to be broken off at the hypotube join. Otherwise, there were no obvious defects with the handle or the connector. The device also passed the flushing test (pre and post decontamination). Next, the needle was inspected with curve overlay and it failed; due to the missing distal tip, the template could not be confidently used to determine an incorrect curve. A manual reshaping of the needle along the curve profile is evident through previous vhx imaging showing stress marks at the hypotube joint. Additionally, the nrg needle met its design specification for the proximal hypotube outer diameter. The distal sideports could not be checked as the distal tip was missing and discolouration around the joint indicating stress at the hypotube joint, due to potential manual manipulation. The information provided indicates potential manual reshaping occurred and upon review of the IFU, it states the following: 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.' Therefore, the reported allegation is confirmed.

Event description:
It has been reported that an nrg transseptal needle was selected for use during a catheter ablation. Prior to the procedure, once the devices were outside the patient body, when attempted was made to curve the rf needle, its tip got kinked by 2 cm and it got detached at the distal region (two pieces). Thus, the needle was replaced (same model) and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use during a catheter ablation. Prior to the procedure, once the devices were outside the patient body, when attempted was made to curve the rf needle, its tip got kinked by 2 cm and it got detached at the distal region (two pieces). Thus, the needle was replaced (same model) and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.